Manufacturer narrative:
Device is not available for evaluation. If further info is acquired that adds value to the content of this report and/or a valid conclusion can be drawn, a f/u report will be sent.

Event description:
Following surgery for correction to a chest wall defect, patient complained of discomfort. Upon observation, it was determined the most superior recon talon had broken. The doctors were satisfied with the stability of the talon and decided it would be too invasive a procedure for removal, therefore it still remains in the patient's chest. Patient is doing well.